Event description:
It was reported that the zimmer electric dermatome had no power. No additional clinical information was received prior to this report. A follow up medwatch will be submitted if additional clinical information is received.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 03/14/2007 and was last repaired on (B)(4) 2010 for a non-related issue. Evaluation of the device observed that the device operated very slowly and then did not operate. Prior to repair, the device was outside calibration specifications at the zero thickness setting on the left and right side. The device was also outside calibration specification on the right side at the 0.0100" thickness setting and on the left side at the 0.0200" thickness setting. In post-repair, corrosion to the exterior motor casing was observed. The motor was observed to be erratic, drawing approximately 0.16 amps at 12.0 volts dc. Customer did not return a power supply for evaluation. Given the corrosion on the motor casing, it is likely that the interior of the motor was corroded and damaged over time, which could have caused the customer's event. The cause of the corrosion was likely due to the entry of moisture within the handpiece. Lack of preventative maintenance and improper handling related to cleaning and sterilization of the unit most likely caused the damage to the corrosion and damage to the motor. No information was obtained regarding customer's cleaning or sterilization practices; however, improper cleaning or sterilization could have caused the corrosion on the motor. The device was serviced and returned to the customer.